Event description:
It was reported that during service and evaluation, it was determined that the battery oscillator device had contact damage, was loose, the mode switch resistance was too high, and the device had a sticky trigger. It was noted that the device had terminal dirt or damage, loose trigger fixing parts, and hard mode switch. It was further determined that the device failed pretest for general condition, check for sticky trigger, check oscillation frequency with frequency meter, and mode switch-test. It was noted in the service order that the device was making abnormal noise. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. The exact date of the event was not reported; however, it was reported that the event occurred in 2026. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: device evaluation: the actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the device was making abnormal noise was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a sticky trigger. The assignable root cause of this condition was determined to be traced to component failure due to wear.